Event description:
It was indicated that the customer had returned one reservoir with a letter explaining that it did not develop enough vacuum to fill during the infusion changing process. The customer had been called to follow up regrading this issue. It was reported that the reservoir seems to have no pressure on the o rings and was unable to fill it to the desired amount.